Event description:
Ous MDR. About 91 months after implant a lead fracture is suspected and shock impedance values of > 150 ohm were reported during a follow-up. The lead was replaced and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found severed, only a 52 cm long distal lead fragment with an up to 85 cm prolonged inner coil was received and subjected to an extensive analysis. During the visual inspection the lead fragment was found wrapped by calcified appearing tissue residuals between 20.5 cm and 18.5 cm proximal to the lead tip. Furthermore the lead demonstrated multiple severe abrasion marks and signs of wear along the lead body. In particular 12 cm proximal to the lead tip the conductor cable to the shock coil was found fractured. This finding confirmed the clinical observation. Based on the characteristics of these findings, it is reasonable to assume that the fibrotic tissue grown around the lead body had impact on the maneuverability of the lead and led to excessive mechanical stress. It is most likely that this stress contributed to insulation damage and finally to the conductor fracture as mentioned in the complaint description. Further damages, such as the deformations of the inner coil and the shock coil, resulted from mechanical forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.